Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
A report was received regarding a non-union and bilateral broken rods in a patient who underwent an l4-5 lumbar fusion procedure performed in 2007. The non-union and broken rods were identified during a post-operative follow-up in (B)(6) 2012. The revision was performed on (B)(6) 2012, removing all of the synthes uss hardware and replacing with matrix polyaxial hardware and an interbody fusion at l4-5. This is report # 2 of 2 for the same event.